Event description:
Event description guidant received information that the atrial implantable lead was undersensing. The ventricular lead had also displayed loss of capture and several ventricular tachycardic episodes were stored. The patient had a good intrinsic rhythm and therapy to the patient was not affected.